Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that while performing a total hip revision on the pt, the extractor was being used to extract a femoral stem and the threads on the extractor slipped out of the stem.